Manufacturer narrative:
Investigation details: visual inspection shows that the bisector is hooked over one side of one of the bisector elements. This confirms the customer comment about it was difficult to use the device. A lhr review was completed for the product. There was no nonconformance which could have attributed to this failure mode.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was noticed that the bisector was bent and it was noticed that it was difficult to use. A replacement device was used to complete the procedure. No patient effect was reported by the hospital. On 8/14/2007 - upon receipt of the device, it was noticed that the blade was hooked over the electrode. This is reportable malfunction.